Event description:
It was reported that during a vena cava filter placement treatment procedure, premature deployment of the filter occurred. The procedure was performed for treatment of thrombosis in the leg vein. The target lesion was neither stenotic nor calcified. The blood vessel demonstrated average tortuousity. A pre-placement vena cavogram was performed prior to filter placement. The sheath was inserted from the right femoral position, then the guidewire was inserted. After the guidewire crossed the desired implant site, the physician flushed the delivery system and it was inserted into the sheath. The filter was prematurely released inside the pt, despite the physician not turning the deployment knob. As a result, the filter was implanted in a position near the desired implant site, but not at the target. The filter remains implanted and fully deployed in the patient's body. The physician felt that the pt was adequately protected with the filter implanted at the current location. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
Device analysis: the introducer catheter was returned, with the handle in the unreleased position and the safety band intact. The braided sheath and guide wire were also returned. The unit was dimensionally inspected and all dimensions were found to be within specification. The complaint description can be confirmed. The device history record for this lot number has been reviewed. No issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly, and performance specifications. The root cause could not be confirmed, however, the most probable root cause is design limitations of the device as the filter may have deployed prematurely due to the low deployment force of the stainless steel filter. A CAPA was initiated to address the deployment issue.